Manufacturer narrative:
Customer reported that a pyxis es refrigerator malfunctioned, preventing user access to medication, diltiazem. Customer reported a delay to patient care. Patient experiencing active arrhythmia as reported by ed nurse, pharmacy was able to provide the medication. This event is recorded on complaint number (B)(4) a field service technician evaluated the device, the cause of this malfunction has not been conclusively determined, software malfunction is the initial assessment.

Event description:
Customer reported that a pyxis es refrigerator malfunctioned, preventing user access to medication, diltiazem. Customer reported a delay to patient care. Patient experiencing active arrhythmia as reported by ed nurse, pharmacy was able to provide the medication.